Event description:
Medtronic received a report stating a n600x-1 pulse oximeter failed to alarm. There was no patient harm reported with this event.

Manufacturer narrative:
Evaluation summary the sample associated to this report was received and the customer reported issue could not be duplicated. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had alarm failure. There was no patient involvement.